Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose episodes while using the ilet bionic pancreas, including a reported glucose value of 39 that was treated with oral glucose gel; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia with dizziness and confusion/disorientation. Outcomes included the need for unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.